Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
Due diligence is complete, there is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the motor seized, the swivel was loose, the hinge gasket was missing, and the screws, bearings, and reciprocating arm were worn; however, the repair was not yet completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, they had a zimmer air dermatome that had a damaged handpiece. The dermatome was not working. Patient anaesthetized and in middle of procedure when discovered the attachment wouldn't take the graft. They had to borrow from orthopedics because they had used their own dermatome for a procedure earlier in the day. They had to source another from an alternative hospital and leave patient in theatre midway through the procedure. There was no patient harm/injury. There was no unexpected medical intervention. An unplanned skin graft was not needed in order to complete the surgery. There was a surgical delay of approximately 30 minutes, spinal anesthetic on board. Another device was used to complete surgery. Due diligence is in progress, there is no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: foreign: united kingdom.